Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus during gastroenteroscopy, the image on the video system center was blurred when using narrow band imaging (nbi), the image appeared abnormal while focusing and the user could not distinguish image details. The facility finished the procedure with another similar device, with no delay noted. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to olympus and the reported issue was not confirmed/reproduced. The image was normal. The device was powered on for 108 hours and 5 minutes, and all functions were within standards. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.